Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the burr was stuck on wire. A 1.50mm rotapro and rotawire were selected for percutaneous coronary intervention (pci). During the procedure, after some burring the burr stuck on wire and would not advance. The devices were removed together as one unit from the patient and the procedure was completed. No patient complications were reported and the patient was stable after the procedure.